Event description:
It was reported that the tubing of a continu-flo solution set leaked. This occurred while attempting to connect the patient to the device in order to infuse an unknown chemotherapy drug. The reporter stated that the tubing separated at the junction of the tubing and the male luer adapter resulting in the leak. There was no patient injury or medical intervention associated with the event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one used sample for evaluation. The sample arrived out of the pouch primed. Visual inspection of the sample confirmed that the tubing had separated from the male luer inlet port. Visual inspection of the tubing end also showed that there was no visible solvent plow ridge or residue. The cause of the reported condition is undetermined. Should additional relevant information become available, a follow-up medwatch will be submitted.